Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering from flexion contracture of her knee. Additional information received 01/12/2018. Upon first follow-up post-op, subject was described as "v. Stiff". Subject was given a cylindrical cast on (B)(6) 2016. Cast was removed on (B)(6) 2016. Subject was given jas brace. Subject was given botox injections. Subject has one rigorous physiotherapy. Upon follow-up on (B)(6) 2017, surgeon recommended r knee scope and lysis of scar tissue.

Manufacturer narrative:
Update incident description and explant date.

Event description:
(B)(4). Allegedly the patient is suffering from flexion contracture of the knee. (B)(4). Additional information received on 10/26/2017: allegedly the patient underwent surgery of the knee, including arthroscopy, extensive synovectomy, quadriceplasty, and manipulation under anesthesia. On april 24, 2017. Patient was also tested for allergens (B)(4). Additional information received on 04/03/2018: allegedly the patient was revised due to flexion contracture and allergic reaction to metals on (B)(6) 2017. Tibial component was retained.